Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and protruded/loose drive support disk. The device was received without the original pump belt clip. However, device belt clip slot was cracked noted.

Event description:
Customer called to report that the drive support cap is sticking out of the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.